Event description:
It was reported that a patient underwent an ophthalmic procedure on an unknown date and suture was used. During the procedure, the suture got detached from the needle. This happened several times. The product was used on the eye. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported: ""the suture was detached from the needle. This happened several times"" could you confirm if the suture detached from the needle on the same patient? Or did it occur on different occasions?=>it occured on different occations. These events will be reported. Qty of product involved : 1 => 5. ¿ if the suture was detached from the needle on different occasions, please submit one complaint per event (one event = one surgery or one patient) and revert with the reference number?it occured on different occations. These events will be reported. Was the needle removed from the patient?=>no further information is available. Procedure and event date?=>no further information is available. No further information will be provided. Events reported via 2210968-2022-04568, 2210968-2022-04569, 2210968-2022-04570, 2210968-2022-04571, 2210968-2022-04572.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 07/12/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4 h3 investigation summary: five unopened samples of product code v449g were returned for analysis. In order to evaluate the condition of the returned samples, no defects were fund on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified